Manufacturer narrative:
The co2efficient endoscopic insufflator was returned to the supplier for evaluation. Evaluation results determined that when the device was commanded to flow, it would initially run however, the device would then stop flowing. All the buttons on the device's panel also became unresponsive. The co2efficient endoscopic insufflator was recalibrated, tested, and confirmed to be operating to specifications. The device was returned to the user facility, and no additional issues have been reported.

Manufacturer narrative:
The co2efficient endoscopic insufflator is being returned for evaluation. Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification - the manufacture date is unknown at this time; therefore, the applicable UDI and production identifiers were not included in the MDR.

Event description:
The user facility reported that during a patient procedure their co2efficient endoscopic insufflator was not operating properly and subsequently caused "harm" to the patient. The user facility declined to provide additional information regarding the patient.